Event description:
The customer reported the generation of erroneously high lactate patient results on their dxc 500i chemistry analyzer. The customer stated that two (2) patients received fluid bolus treatment because of the elevated results. There was no report of death associated with this event. The customer did not provide patient demographics but provided the results for this patient. MDR-2 addresses a second patient who received treatment. MDR-1, addresses first patient (patient 1), is referenced in MDR 9612296-2026-00052.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 500i clinical chemistry analyzer and determined the probable cause was due to a software issue related to unit conversion errors, where the system defaults back to mg/dl. The fse explained this software issue to the customer and referred to them the dxc 500i version 1.3.5 release notes, which contain a workaround. The software fix in version 1.5 is anticipated to be released in q2 2026. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).